Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power extension cable was frayed, with exposed wires. No other physical damage on the unit was noted. As received, the unit could not safely be turned on due to the frayed power extension cord. A test-standard cord was connected to the unit and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. The root cause of the reported event was due to a frayed power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires on the power extension cable. There were no adverse consequences to the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.